Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white particles in shell, linear opening, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: three linear striated openings on anterior and posterior side assessed as surgical damage and a linear sharp opening on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identified the thickness within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is linear striated openings assessed as surgical damage consist in the use of some surgical tool and sharp opening assessed as unidentified(tear) opening.

Event description:
Additionally, healthcare professional reported "hole, non-specific" and "hole on valve side". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.